Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant breaching or impinging on the neuroforamen.

Event description:
In (B)(6) 2015, the patient underwent a left side si joint arthrodesis where three implants were placed. The patient's si joint pain symptoms improved following the procedure but reported symptoms of nerve root pain a few weeks later. CT images were inconclusive in determining if the superior implant had breached the neuroforamen but the surgeon decide to remove the implant anyway since nerve root pain symptoms were present. In (B)(6) 2015, the surgeon performed a revision surgery where he removed the superior implant. The implant was difficult to remove as it was fixed solidly in bone. No other implants were removed or adjusted. The status of the patient following the revision surgery is not yet known.